Event description:
The initial reporter received a questionable elecsys troponin t hs result for one patient tested on a cobas 8000 e 801 module. The initial result was reported outside of the laboratory. The initial result was 153 pg/ml. The repeat result was <3 pg/ml. The reagent lot number is 530951 with an expiration date of 31-jul-2022.

Manufacturer narrative:
The investigation included a review of the customer's qc and calibration data. There were no issues found. A general reagent problem can be excluded because the provided qc and calibration data were within specifications. The investigation did not identify a product problem. The cause of the event could not be determined.